Manufacturer narrative:
Device investigation details: a photo was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the splines of the devices were not observed correctly on carto 3 screen. The irrigation issue cannot be determined only based on photo evidence. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the photo received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: for field note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. It was initially reported during the operation, device was recognized by the carto system but its branches were not visualized on the carto system and the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported visualization and occlusion issues were not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 19-may-2026, additional information was received indicating the suspected device with the reported flow/irrigation issue was the catheter. There was no error given by the irrigation pump, the issue was discovered that there was no water coming out of the catheter tip. The correct catheter selections were selected on the generator. The device was being used on the patient. Based on the additional information received indicating the device was used on the patient, the event was reassessed as an MDR reportable malfunction.